Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. Fluid contamination at mcu pc board was observed. The unit does not meet specifications for functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties may be due to fluids remaining inside the catheter socket which may penetrate inside the motor drive through the rj connector, the most probable cause of the reported difficulties is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2014-04794 and 2134265-2014-04793. It was reported that an auto pullback failure occured. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the unspecified lesion. During procedure, it was noted that automatic pullback has stopped upon motor drive unit usage. The procedure was completed with an ultra ice imaging catheter. No patient complications were reported.

Event description:
Same case as 2134265-2014-04794 and 2134265-2014-04793. It was reported that an auto pullback failure occured. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the unspecified lesion. During procedure, it was noted that automatic pullback has stopped upon motor drive unit usage. The procedure was completed with an ultra ice imaging catheter. No patient complications were reported.